Event description:
In 2007, a thin walled fep ringed gore-tex stretch vascular graft with removable rings (lined) graft was implanted in the axillo-femoral position. The patient presented 14 days postop with a hematoma. Upon reintervention, it was observed the graft ruptured approximately 5 cm from the distal anastomosis (there was no clamping during the procedure). The ruptured portion of the graft and the anastomosis was removed and will be returned for examination. Another graft from w. L. Gore & associates was used to reconstruct the explanted portion of the original graft. It was reported the patient was recovering.